Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was confirmed. The root cause of the issue was a cracked/faulty downstream occlusion (dso) seal. The dso seal was replaced.

Event description:
It was reported that the device had a cracked seal. There was no reported patient involvement.